Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 650 mg/dl with ketones a healthcare provider deemed life threatening on 5/28/2026. Cause was not known. Customer was discharged on 6/1/2026, however, the customer declined further troubleshooting therefore no additional information was provided.